Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The unit also had minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 188 mg/dl. The customer stated that the button error alarm occurred while trying to bolus and now the pump won't deliver insulin. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.